Event description:
It was reported that the surgeon implanted a tecnis toric intraocular lens power: 19.5 d in a patient's left eye. During a post-operative vision check on (B)(6) 2025, (4 days post op) a residual cylindrical power of +1.5 d was identified in the patient's eye, which was noted to affect the patient¿s daily activities. The issue was detected during subjective refraction, and no additional surgical complications, such as incision enlargement, sutures, or vitrectomy, were reported. An explantation of the lens is planned but has not yet been performed. No further information is available.

Manufacturer narrative:
Section e1: telephone number: (B)(6). Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.